Event description:
It was reported that a balloon rupture occurred. A 10mm x 3.0mm wolverine coronary cutting balloon monorail was advanced to the 90% stenosed and severely calcified target lesion and on the first inflation at ten atmospheres for three seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported in relation to this event and the patient status was good.